Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she experienced high blood glucose of 487 mg/dl. She treated with manual injection. The customer stated that the insulin pump alarmed no delivery. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was advised to reconnect at the wick release and perform fixed prime; insulin did exit. It was explained the site may have been occluded. The customer removed the site and the cannula was not bent. The customer stated that the alarm was resolved by changing the infusion set.